Event description:
It was reported that an ilet pump¿s screen assembly separated into two pieces after the user removed the device for exercise, after which the screen became unresponsive and the user could not power down or navigate menus. Symptoms included no alarms or clinical symptoms reported. Outcomes included no injury, no medical or surgical intervention, and no hospitalization. Investigation included customer service troubleshooting and education, confirmation of the physical issue, and arrangement of a replacement with instructions to return the original device and to perform start-up on the replacement; the user was advised to continue cgm use with a dexcom g7 and to allow the battery to drain since the screen was nonfunctional. Investigation of this case revealed a hardware enclosure and screen bezel separation consistent with component detachment and loss of user interface function; the pump was replaced. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device enclosure leading to screen separation and loss of functionality.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.